Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller successfully started their sensor session after receiving guidance from technical support for a pump reset, and no further cgm error code was displayed.